Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Once. The last repair was february 25, 2013 where it was reported that the device was not working properly and the roller, bushing, side plates and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on november 6, 2017 revealed that the calibration and the pre-testing could not be performed due to a bent comb. The device came in for preventative maintenance, but the side plates, comb, roller, and gear was all damaged. Repair of the skin graft mesher was not performed by zimmer biomet surgical since on february 2, 2018 it was stated from the customer that they deny the repair quote. The reported event was non-verifiable since there was no test meshes testing performed due to the customer denying the repair quote. The root cause of the mesher producing uneven meshes cannot be specifically determined with the provided information since there was no test mesh testing competed since the customer denied the repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the mesher had produced uneven meshing. The event was occurred during preventive maintenance. No adverse events were reported as a result of this malfunction.